Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred by the following mechanism: accessories such as air/water valve, injection tube and silicone rubber product were broken. A piece of the accessories entered channel and clogged in nozzle. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): :inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "inspection of accessories: inspection of the air/water and suction valves. Check for excessive scratching or tears in the air/water valve¿s seals." As information related to foreign material clogged in a/w nozzle, IFU also states the following: "list of compatible methods: accessories that are marked by the words ¿autoclave¿ or ¿autoclavable¿, or with green markings (such as a green component or label) are compatible with steam sterilization (autoclaving)." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the air/water channel was blocked and foreign debris was present in the air/water nozzle. The problem, as reported to olympus, was identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; foreign material was found exiting from the air/water channel and insufficient or incorrect reprocessing of the scope was performed. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.